Event description:
During baxter's evaluation of a spectrum pump, a no audio condition was observed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.